Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was nothing unusual about the patient or the procedure. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule. There was no harm to the patient and no intervention was required. A repeat procedure was performed. No other known adverse events were reported.